Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2023 wherein 2 new leads were implanted at c8 and t1 for additional coverage. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
The event of additional leads implanted was reported to abbott. The leads were implanted for additional coverage for existing pain. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.